Event description:
It was reported that this pacemaker system exhibited low out of range pacing impedances on both a non-boston scientific right ventricular (rv) and right atrial (ra) lead measuring less than 200 ohms. A lead safety switch (lss) was declared on the rv lead which switched the pace/sense configuration from bipolar to unipolar. Additionally, technical services there was a false signal artifact monitoring (sam) episode stored. At this time, this pacemaker and non-boston scientific rv and ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker system exhibited low out of range pacing impedances on both a non-boston scientific right ventricular (rv) and right atrial (ra) lead measuring less than 200 ohms. A lead safety switch (lss) was declared on the rv lead which switched the pace/sense configuration from bipolar to unipolar. Additionally, technical services there was a false signal artifact monitoring (sam) episode stored. At this time, this pacemaker and non-boston scientific rv and ra lead remains in service. No adverse patient effects were reported.